Event description:
It was reported that surgeon explanted right rejuvenate hip. Patient had acetabular cup loosening. It was also reported that this was patient's 4th surgery for acetabular component loosening. The rejuvenate modular neck and stem were explanted per the protocol without difficulty.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown acetabular cup. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.